Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture and textured to smooth exchange. Device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device assessed as fold flaw opening, two broken device assessed as surgical damage, one opening assessed as surgical damage and missing shell assessed as inconclusive. Anxiety¿product/procedure: unable to observe since it is not related to the device. Additional observations: stress marks are observed assessed as non-penetrating nick. Nicks striated is observed assessed as surgical tool scratch like.

Event description:
Healthcare professional reported right side rupture and textured to smooth exchange. The device has been explanted.